Event description:
It was reported that the patient was shocked momentarily during (B)(6) time when she was out shopping and walked past the security gates. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va06ydy, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was "not functioning properly" two days following initial report, and the patient was constipated. The patient was working with their manufacturing representative.